Event description:
A physician reported that during surgery they have noticed that after pressing the speed control lever, there was an abnormal sound (like gas escaping). Then, the lens stopped advancing in the midway. The surgery was completed after replacing with a unspecified lens. Additional information has been received and stated the lens remains in eye, the sound of gas leaking was heard from the product, but the lens was moving forward so the implant procedure was continued. However, lens stopped midway through, so the implant was completed by pulling lens with tweezers, it is slightly scratched, but there were no problems after the surgery and postoperative condition is good.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The product was returned for analysis and the reported complaint was not observed. The device was returned in an opened blister tray. The lock-out assembly has been removed. Viscoelastic is observed in the device. No intraocular lens (iol) returned. The lever is moving freely. The plunger is advanced into the nozzle tip. No damage observed. The device is taken apart for further evaluation. The canister is fully punctured. Krytox is observed on the canister neck. No damage observed to o-rings. The device was reloaded and was reactivated with a new canister. The failure mode could not be replicated; the device activated with no issues and then plunger was fully advanced outside of the nozzle tip when reactivated. The complainant indicates the implant was completed by pulling iol with tweezers. This may have contributed to the reported scratch. The root cause for the reported complaint is deemed to be manufacturing related (the faulty sub-assembly is supplied by company vendor). The product did not meet specifications. The plunger did not fully advance when the lever is pressed. The reported scratch could not be confirmed as no iol was returned, handling/removal of the iol from the automated device was also reported. Based on the results from company product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).